Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately four months from date the manufacturer became aware of the event.

Event description:
It was reported that patients paddle lead was found to be damaged where some contacts have broken off the paddle. This was confirmed through fluoroscopy.